Manufacturer narrative:
Device was discarded at the hospital. Investigation was performed without the device.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected. Further information about set rotarexs 6f 135cm: catalogue number: 80237, lot number: 200664, expiration date (mm/dd/yyy): 04/30/2023, unique identifier (UDI) number: (B)(4).

Event description:
Straight forward case. 6f 45 cm flex ansel up and over sheath was used. A .018 staub wire advanced once rotarex usage determined. Rotarex 6f 135 ref #(B)(4) lot# 200541 presented for isr and in between the 2 sfa/pop stents. Doc aware of off label indication. Dr. Carter treated the 2 stents and the gap in between stents. During procedure the rotarex clutched out one time, doc backed up and reengaged lesion. Terrific results. Removed rotarex and inspected. Intact. Upon introducing an ultraverse 5x150 pta, pta wouldn't advance. Noticed the proximal tip of wire had fractured. The fractured portion of the proximal 30cm portion of wire was in the proximal sfa. Physician snared wire portion with no complication. Case was completed with .035 wire, pta and stenting. Excellent result. Physician said absolutely no issue with device. Comlained is guidewire which is part of set rotarexs 6f 135cm.